Manufacturer narrative:
In response to FDA report number mw5088636 the events of lymphoma-alcl-suspected, seroma-late and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation is breast implant capsular contraction, pain, itching, tightness of chest, possible seroma and bia-alcl. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Regulatory agency provided a patient report of "breast implant capsular contraction, pain, itching, tightness of chest, possible seroma and bia-alcl". Device remains implanted. This record is for the right side.